Event description:
The field engineer reported that there was a loss of x-ray functionality. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The snubber board was replaced and a filament and generator calibration was performed. The system was then found to be operating as intended.